Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high results for several assays generated by the unicel® dxc 600 pro synchron® clinical systems for multiple patients.the erroneous results for one patient was reported outside of the lab.upon repeat on another instrument, lower results were obtained.it is unknown if treatment was initiated or withheld.

Manufacturer narrative:
Calibration is performed every 12 hours and qc is run every 8 hours.a field service engineer (fse) was on-site. The fse found the ratio pump to be leaking. The fse rebuilt the pump with new seals and cleaned the flow cell.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.